Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that the ins was removed on (B)(6) 2018 due to a malfunctioning battery. No further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator for no anomaly. If information is provided in the future, a supplemental report will be issued.